Event description:
It was reported that the customer was hospitalized for high blood glucose levels and dka. Customer was treated with manual injections. Customer was in hosp for 4 hours. It was reported that the site was bleeding when the cannula was pulled out and that the cannula was bent.

Manufacturer narrative:
T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6). No product returning for eval. Should new info become available, a supplemental form will be submitted.